Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI lot/serial: 8030651, UDI: (B)(4); lot/serial: 7011774, UDI: (B)(4). Reportability of patient¿s death: the patient expired due to malnutrition and weakness more than two years post initial implant procedure. These events are not attributed to the devices, and it is determined that this portion of event is not reportable.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a distal aortic arch aneurysm using two gore tag thoracic endoprostheses (tgt4020/8030651 and tgt3415/8032676). Prior to implantation of the endoprostheses, a gore excluder aaa endoprosthesis iliac extender component was deployed as a chimney in the brachiocephalic artery, and a right subclavian-left common carotid-left subclavian artery bypass was prepared to maintain blood flow to the branch vessel of the aortic arch. The tgt3415 was deployed distally and the tgt4020 was implanted proximally. The left subclavian artery was coil-embolized. Intra-procedure imaging revealed a proximal type I endoleak, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2010, a follow-up revealed that the proximal type I endoleak persisted. Aneurysm diameter was 66mm. On (B)(6) 2010, the patient was discharged of the hospital. On (B)(6) 2011, in three-month follow-up study, the proximal type I endoleak persisted. Aneurysm diameter was 66mm. On (B)(6) 2011, the patient was implanted with a stent in the brachiocephalic artery to treat the proximal type I endoleak. On (B)(6) 2011, in six-month follow-up study, the proximal type I endoleak still remained. Aneurysm diameter was 66mm. On (B)(6) 2011, the patient was implanted with an additional gore tag thoracic endoprosthesis (tgt4020/7011774) to treat the proximal type I endoleak. On (B)(6) 2011, in one-year follow-up study, the proximal type I endoleak still persisted. Aneurysm diameter had enlarged to 69mm. On (B)(6) 2012, in two-year follow-up study, the proximal type I endoleak is still present. Further intervention was not performed. Aneurysm diameter was 68mm. On (B)(6) 2012, the patient expired in another hospital due to malnutrition and weakness.